Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm along with open book image on the screen. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.